Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26709. It was reported that a patient's right ventricular (rv) lead and atrial lead presented with dislodgement, confirmed by x-ray. The atrial lead had high pacing impedance and an insulation breach. Both leads were assessed during a procedure on (B)(6) 2021, the rv lead was revised and the atrial lead was extracted and replaced. Post-procedure the patient was recovering.

Event description:
New information received notes the right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2024 due to high capture thresholds and micro dislodgement. Post-procedure there were no patient consequences.